Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated low glucose events reported at 40 mg/dl around dinner with frequent automated insulin delivery pauses and sought professional guidance. The event is associated with user operation of the ilet and its user interface, with a potential maladaptation and missed meal announcement behavior noted, and the user treated with oral glucose. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem involving improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.